Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) (vascular use of biliary stent). The device is expected to be returned; it has not yet been received. A follow-up report will be submitted with all relevant information. (B)(4)

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Potential factors that could contribute to stent dislodgment include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcification. As it was reported that the herculink elite was being used to treat the renal artery, it should be noted that the product instruction for use states: the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported stent dislodgment. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Without having the product for evaluation, a conclusive cause for the reported dislodgment could not be determined. However, there is no indication to suggest a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.

Event description:
It was reported that the stent dislodged off the balloon during an attempt to treat the renal artery. The stent was pulled into the right femoral profunda, where it remains. No attempts were made to retrieve it. There were no adverse patient sequelae. Subsequently, a user facility medwatch was received stating "a procedure for stent placement was performed on the right renal artery. The stent slipped off of the delivery balloon prior to the proper placement of the stent. Eventually it was pulled down to the right femoral vessel. Per the md, the stent was expanded in the profunda and poses no risk to the patient." No additional information was provided.